Manufacturer narrative:
Exact date unknown, event occurred four years ago from the date the manufacturer was made aware. D6b: explant date: four years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7072289/7072331 product family: scs-lead fixation-MRI upn: m365sc43190 model: sc-4319 serial: na batch: 20616259.

Event description:
It was reported that the patient developed an infection in an unknown location. All components were explanted.